Event description:
The customer had the device connected to a patient during an event. It was reported that the device continued to prompt for "connect electrodes" and would not advance. The customer then used another device and it functioned properly. There were no adverse effects to the patient as a different device was immediately available and used.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.